Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that the device would not cross in the highly calcified vessel and the shaft bent and separated. A 3.5 x 18mm xience v crossed. There were no patient effects. No additional information was provided. During return device analysis, a shaft separation was found.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.